Event description:
During an ablation procedure, the initial thermal gre MRI scans indicated imaging artifact. The monteris representative asked the physician to pause the ablation and acquire a new 3d volumetric MRI scan to understand the source of the artifact. A t1 scan with contrast was acquired and displayed swelling and potential bleeding in the lesion. At this point, the surgeon elected to abort the ablation procedure and proceed with an open resection.

Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.